Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up in clinic. Upon interrogation of the implantable cardioverter defibrillator, non-sustained ventricular oversensing due to suspected myopotentials was noted. The patient was stable and would continue to be monitored.